Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed fluid at the implant site; subsequently, the surgeon drained the fluid (date not reported) and the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016 under general anaesthesia. Additionally, it was reported that the implant magnet was removed and an abutment was placed. Implanted device remains.